Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the lobes of the lead became extrinsically distorted. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the deployable lobes at the head end of the lead could not be completely deployed and the middle could not be unfolded. The lead was not implanted and a new lead was placed successfully. No patient complications have been reported as a result of this event.